Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that prior to a vitrectomy procedure a system message was displayed and the upper illuminator did not work. The lower illuminator was used and surgeries were performed successfully. There was no patient impact. Additional information was requested and received.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event log). The lamp was replaced. However, the company representative did not mention anything attributed to the reported system message codes(sm). The system was tested and found to meet product specifications. The system was manufactured on february 22, 2010. Based on qa assessment, the product met specifications at the time of release. The reported event was confirmed (via event logs). However, the company representative did not mention anything attributed to the reported system message codes. Therefore, the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).